Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 60 year old female with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre support clinical condition consistent with scai shock stage e, underwent attempted placement of an impella 5.5 via a surgically placed right axillary artery graft. The device was introduced through the sheath as intended; however, during advancement through the axillary artery toward the aorta, resistance was encountered and the pump became hung up and could not be advanced further. Multiple advancement maneuvers, including push pull techniques and torquing, were attempted without success; no excessive force was reported. A guidewire was utilized. Upon further review of the pre procedure chest CT scan, the physician identified circumferential calcification near the aortic entrance of the axillary artery, which was determined to impede advancement of the impella 5.5. Calcification was also noted in the left axillary artery. Due to the inability to advance the impella 5.5, the procedure was aborted and the device was explanted without reported product damage. The physician subsequently elected to place an impella cp via the right axillary artery, which was successfully implanted. At the time of reporting, the patient remained on impella cp support and was reported as stable.

Manufacturer narrative:
The investigation was completed. Investigation summary failure to advance: the cause of the delivery issue was most likely patient related due to vessel calcification and as evidenced as cannula kink and catheter kink resulting from the resistance during delivery.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.

Manufacturer narrative:
Updated information: d4 catalog number updated, d9 device return date added.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number.